Manufacturer narrative:
Product has not been returned for evaluation as of the date of this investigation. RMA was issued. If new information becomes available at a later date this complaint will be updated &/or a follow up be sent.

Event description:
Dealer is stating that the unit has no power, alarm does not work mostly crackles instead of chirping.

Manufacturer narrative:
Device was returned for evaluation. Complaint was not verified, as device was not evaluated for reported malfunction of not alarming due to sieve bed contamination. Device was scrapped, as the device was beyond repair due to sieve bed contamination. Complaint was not confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Dealer is stating that the unit has no power, alarm does not work mostly crackles instead of chirping.